Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival bleeding ("gum bleeding"), tooth loss ("I have lost four teeth to essure"), injury ("all traumatic experiences"), oral pain ("progressive sores inside my mouth"), chest pain ("chest pain"), palpitations ("palpitations"), cardiomegaly ("enlargement of my heart"), pyrexia ("fever"), chills ("chills"), gingival recession ("gums are receding") and hypersensitivity ("tooth extraction resulted in allergic reaction to instrument"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, gingival bleeding, tooth loss, injury, oral pain, chest pain, palpitations, cardiomegaly, pyrexia, chills, gingival recession and hypersensitivity outcome was unknown. The reporter considered cardiomegaly, chest pain, chills, gingival bleeding, gingival recession, hypersensitivity, injury, medical device removal, oral pain, palpitations, pyrexia and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : hysterectomy ( medical device removal), I have lost four teeth to essure, all traumatic experiences, progressive sores inside my mouth, chest pain, palpitations, enlargement of my heart, fever, chills , gingival recession. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival bleeding ("gum bleeding"), tooth loss ("I have lost four teeth to essure"), injury ("all traumatic experiences"), stomatitis (""progressive" sores inside my mouth"), chest pain ("chest pain"), the first episode of palpitations ("palpitations"), cardiomegaly ("enlargement of my heart"), pyrexia ("fever"), chills ("chills"), gingival recession ("gums are receding"), device allergy ("tooth extraction resulted in allergic reaction to instrument") and the second episode of palpitations ("heart palpitations"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, gingival bleeding, tooth loss, injury, stomatitis, chest pain, cardiomegaly, pyrexia, chills, gingival recession and device allergy outcome was unknown and the last episode of palpitations had resolved. The reporter considered cardiomegaly, chest pain, chills, device allergy, gingival bleeding, gingival recession, injury, medical device removal, pyrexia, stomatitis, tooth loss, the first episode of palpitations and the second episode of palpitations to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival bleeding ("gum bleeding"), tooth loss ("I have lost four teeth to essure"), injury ("all traumatic experiences"), stomatitis ("progressive sores inside my mouth"), chest pain ("chest pain"), the first episode of palpitations ("palpitations"), cardiomegaly ("enlargement of my heart"), pyrexia ("fever"), chills ("chills"), gingival recession ("gums are receding"), device allergy ("tooth extraction resulted in allergic reaction to instrument") and the second episode of palpitations ("heart palpitations"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, gingival bleeding, tooth loss, injury, stomatitis, chest pain, cardiomegaly, pyrexia, chills, gingival recession and device allergy outcome was unknown and the last episode of palpitations had resolved. The reporter considered cardiomegaly, chest pain, chills, device allergy, gingival bleeding, gingival recession, injury, medical device removal, pyrexia, stomatitis, tooth loss, the first episode of palpitations and the second episode of palpitations to be related to essure. . Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event added: heart palpitations. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.